Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6 MDR section codes updated/corrected: b, c, d, f the reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a party stated he experienced instability, pain and swelling in his knee after undergoing replacement surgery. Initial procedure in (B)(6) 2020. The party¿s wife expressed that the overall experience has been off-putting. It was also noted by the patient, that they underwent surgical treatment of the left knee. It is unknown if they were referring to the initial procedure or if they underwent a revision procedure. No further information available.